Manufacturer narrative:
During follow up, the customer indicated that bg levels were stable for a few days after being released from the hospital, however they started to elevated again even after changing out the site multiple times. Customer has since been off of the pump and will be trying different infusion sets upon resuming pump therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). While hospitalized, the customer was treated with saline and an endodrip and was released 2 days later.